Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? How was the device removed from the tissue? Was the force to fire higher prior to the device not opening? If this was a reload firing, were there opening issues with the previous firings? During which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? If buttressing material was utilized, which product was used? Was the instrument fired across or near an existing staple line or clip? If any unexpected noises were heard, when were they heard? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Is there any other additional information you would like to share about this device or procedure? The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a general surgery procedure, the stapler locked on tissue after closing - would not fire or open. Case completed with another device of the same product code. There were no patient consequences. Device was discarded.